Event description:
My dexcom g7 continuous glucose monitor has been consistently inaccurate for the past year, most recently waking me up in the middle of the night with a very aggressive "low" blood sugar reading when checked with a finger stick the reading was 121. How does a product this bad make it to market?